Event description:
The customer reported an allogeneic mononuclear cell (mnc) stem cell donor donated two collections (both large volumes) on consecutive days. The donor experienced a 77% platelet loss over the 2-day period. The donor was admitted to the hospital on (B)(6) 2013 and received platelets. The donor has since been determined to be stable and was discharged from the hospital with instructions to follow-up with a cardiologist. Per the customer, they didn't know the reduction of the platelet count until the end of the procedure. This report is being filed due to medical intervention via hospitalization and platelet transfusion.

Manufacturer narrative:
Investigation: the physician at the customer site requested the machine be checked out before any other collections were performed on the machine. A terumo bct technician checked the machine. The valves, pumps, and motors were verified to be working properly. A simulated use run was performed successfully. There were no problems found with the machine. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: the customer support training specialist, evaluated this report and concluded that the platelet volume loss was within expected range for large volume collections such as those performed each day on this donor. The machine has been in use with no further occurrences of the reported problem. Root cause: no failure was identified; the machine performed according to specification. The cause of the reported donor platelet depletion is undetermined, but it appears that the spectra device performed as expected and platelet losses were within normal range of expectation.